Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metal stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for an esophageal stricture due to cancer. The stricture was 10cm in length and located in the lower esophagus. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient. During deployment, it was noted that the stent was not expanding radially and the stent was not deploying according to the markers on the delivery system. The stent was partially deployed by approximately 3cm. The stent "behaved very abnormal while trying to deploy" and the stent did not deploy in the expected location. The partially deployed stent was removed from the patient. Upon removal, the stent appeared "foreshortened." No visible damage was noticed to the stent or the delivery system. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent deployment issue (partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent system was used during an esophageal metal stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for an esophageal stricture due to cancer. The stricture was 10cm in length and located in the lower esophagus. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient. During deployment, it was noted that the stent was not expanding radially and the stent was not deploying according to the markers on the delivery system. The stent was partially deployed by approximately 3cm. The stent "behaved very abnormal while trying to deploy" and the stent did not deploy in the expected location. The partially deployed stent was removed from the patient. Upon removal, the stent appeared "foreshortened." No visible damage was noticed to the stent or the delivery system. The procedure was completed with another ultraflex esophageal covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.